Manufacturer narrative:
H4: the lot was manufactured from december 08, 2020 - december 09, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of ce intermate sv (small volume) burst into the pump. This event occurred during infusion of an unspecified antibiotic solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.